Event description:
The manufacturer received information alleging an "active exhalation valve failed" alarm occurred on a trilogy evo device. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the error was not duplicated by operational checking. A "e-133" code indicating operational failure in the active exhalation valve was confirmed in the error log. The device's proportional valve and 3-way solenoid valve were replaced to address the issue.